Event description:
It was reported that the insulin pump had many scratches and a worn display. The caller did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked liquid crystal display window, cracked case near the lcd window corner, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, stained address/serial number label and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.